Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Bench testing revealed a faulty battery. Carefusion sent the customer a replacement battery.

Event description:
The customer reported lap top ventilator sprintpack battery does not hold a charge. After recharging unit to full then sticking it on the ventilator, the unit dies after 5 minutes. The customer confirmed there was no patient involvement associated with the reported malfunction.